Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was reportedly moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the black box data showed evidence of battery alarms following a reboot on (B)(6) 2016. A post-delivery motor power supply fault was also observed. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found in the battery compartment. The returned battery cap was unable to fully tighten on to the pump; however, the pump was able to power on with the returned cap. The pump¿s current draws were found to be within specifications. The pump cover was opened and moisture was found on the motor circuit. (B)(4).